Event description:
Device malfunction: resistance, sds tip detachment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right renal artery stenting procedure, as the herculink elite stent delivery system (sds) was advancing over the guide wire, while still outside of the body, the sds became stuck on the wire and the tip of the sds detached. The device was not used in the body and the procedure was completed using a second herculink. There was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
(Off label vascular use) - the device was received. Investigation is not complete.